Manufacturer narrative:
Corrected data: h11- disregard initial MDR as it was reported in error and n/a. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A facility representative reported that prior to an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was removed and on the same day different surgery a replacement lens of shorter length lens was implanted. The problem was resolved.